Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: unknown endurant limb medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the emergent secondary endovascular exclusion procedure for 60mm thoracoabdominal aortic aneurysm on (B)(6) 2026. The patient was admitted emergently with thoracoabdominal pain with type ia and type ib endoleaks 11 years after thoracic and abdominal aortic aneurysm procedure, making conventional abdominal aortic procedure not feasible. 2516145 and 1616120 were already implanted in the patient (unable to determine whether it is a first-generation or second-generation product). It was reported during the index procedure the plan due to the urgent condition was to trim a etbf3616c166ee and place it within the existing abdominal aortic stent graft, with fixation below the renal artery, in order to resolve the proximal type I endoleak. During the procedure, while attempting to place the trimmed stent graft, the metal stent frame punctured the graft fabric at one location, and multiple areas of uneven graft fabric were also observed. The graft was not inserted into the patient and as it could not be ensured whether additional endoleaks might occur subsequently, the surgical plan was temporarily changed to implant a 3434150 stent graft in the thoracic aorta. Eventually the thoracic stent graft was successfully delivered and implanted. The patient was stabilized at the end of the procedure, the aneurysm was successfully excluded, and the endoleak was resolved. The cause of the damage to the graft was caused by the peak position of the stent itself. Where the stent punctured part of the graft. Clinical assessment determined that the cause of the endoleak was further expansion due to aneurysm progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis conclusion the reported endoleaks could be confirmed on the films provided; however, the exact cause of the event could not be fully determined. Complete recent CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration over the duration of implant of the device could not be performed. Angiograms provided did exhibit resolution of the proximal endoleak after intervention but did not allow for confirmation of the resolution of the distal endoleak due to limited contrast injection. Although the patients anatomy could not be fully reviewed, anatomical consideration that are likely to have contributed to the occurrence of the endoleak over time were able to be appreciated on the report received, e.g. Angulation and heavy calcification distally. It is considered likely that disease progression over the course of the 11 years of implant of the device may have been a factor in the events observed. Analysis of the returned angiograms did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.